Event description:
It was reported that there was a hair inside the sterile packaging of a vascu-guard. The hair was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was received for evaluation in its opened packaging. Visual inspection revealed a hair approximately 15 mm in length on the rough side of the tissue patch. The cause of the condition was not determined. A batch review was conducted and revealed that during an in-process inspection, particulate matter was identified in four units. These units were scrapped. However, no issues with the lot were identified during final inspection. Should additional relevant information become available, a supplemental report will be submitted.